Event description:
A customer observed sample results associated with the wrong pt demographics for one pt sample on the 250 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. The pt results were not reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the vitros 250 analyzer was correctly processing the sample ids provided by the customer. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original info to be carried forward. The laboratory reuses sample ids. User error was the root cause of this event.